Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the intensive care unit (ICU) that at 10:38 a.m. A secondary infusion of vancomycin 1000mg/200mls was programmed to infuse at 200ml/hour for a duration of 60 minutes. Approximately 23 minutes later, it was noted that 76mls had infused. After a series of alarms an additional 3mls infused. After a patient side occlusion alarm at the start of the infusion that was restarted quickly, the device infused without difficulty until 11:02. Between 11:04 -11:05, there were a series of door opened alarms, restart and stopping noted. This event was discovered when the patient called the nurse to the room with complaints of burning at the intravenous (IV) site. Upon assessment, the nurse found the vancomycin bag almost empty. The md was notified and orders were received to apply warm compresses for comfort.